Manufacturer narrative:
Evaluation summary: the lens was returned positioned incorrectly in the lens case inside the opened carton. Solution was dried on the lens. The optic is torn/cut into two pieces, similar to damage from insertion and removal. One optic portion has a row of split/cracked damage. This damage may have been interpreted as the reported complaint. There are no scratches observed on the optic. Product history records were reviewed and documentation indicated the product met release criteria. Associated products were not provided. It is unknown if qualified products were used. The reported scratch was not observed. The optic has a row of split/cracked damage was observed which was most likely interpreted as the reported complaint. The optic was torn/cut into two portions, typical of damage from removal from the eye. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met release criteria. Based on our observation, and the review of manufacturing records, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution, blood, and the condition of the returned sample, the damage is most likely related to customer handling. There are no other complaints in the lot. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during a cataract surgery with an intraocular lens (iol) implantation, a scratch was found on the iol while implanting. The surgery was completed after replacing the iol with another one. Additional information has been requested.